Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality records shows no deviations related to the reported events. The complaint cannot be determined.

Event description:
Customer advises tubes were under filling.